Event description:
It was reported, the bronchovideoscope had no image transmission. It is unknown when the event occurred. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9. The device was returned to olympus for inspection. Based on the results of the investigation, a b30 (scope communication error) occurred during evaluation. It was likely the following led to the error: cause traced to component failure due to a degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.